Event description:
It was reported that the device displayed the wrench icon. Physio-control evaluated the device and found a device malfunction that inhibited the device ability to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). A replacement device was provided to the customer. The cause for the malfunction was determined to be a spread out contact, p502, on the high energy storage capacitor.